Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.

Event description:
On (B)(6) 2011 at 10:08am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was inaccurate high. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began approximately on (B)(6) 2011 (exact date and time are unknown). The patient reported that she manages her diabetes with an insulin pump. The patient stated that when the issue began it is unknown if she made no changes to her diabetes routine. The patient reported that she became "anxious" after the start of the product issue. The patient stated that no treatment was received due to the product issue. During troubleshooting, the cca confirmed the patient was using the proper testing technique. The customer care advocate (cca) noted that no meter misuse occurred. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient did not develop symptoms that meet the criteria for a serious injury suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, the malfunction is being reported because the issue was not resolved with troubleshooting.